Event description:
Consumer complaint of "hi/lo" blood results. Expected blood glucose results is 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Blood test performed during call ((B)(6) 2015; 8:36am) with results of 449 mg/dl one hour after meal. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is not verified. Recall test results performed (fasting/before meals/after meals) from meter memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).